Event description:
The customer received a blood glucose result of 5mg/dl. During troubleshooting the result could not be found in the memory. The customer went to the hosp due to the result. At the hosp it was stated that they received a result of 310mg/dl. The caller was unsure of treatment if any. A request was made for the return of the suspect device and replacement product was sent.